Manufacturer narrative:
Due to the lack of data and information, the root cause has not been identified. An investigation of the complaint lot did not identify a product problem.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged a discrepant result for a single patient while using the cobas sars-cov-2 test on the cobas liat system. The alleged sample initially generated a negative result for sars-cov-2. The same sample was retested twice using the cobas sars-cov-2 & influenza a/b nucleic acid test on the cobas liat system and generated a positive result for sars-cov-2 (negative for influenza a and influenza b). The negative result was not released. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.